Event description:
Lower jaw of instrument completely detached and lodged in patient tissue. This happened during the open portion of case and dr was able to go into the cavity with his hands and find and retrieve metal piece.